Event description:
Patient arrived on (B)(6) 2013 from outside facility for open heart surgery with a right femoral iabp. Upon arrival, a small helium leak was detected external to the patient. Iabp at 1:2 ratio and the patient was stable. No intervention at this time. Following day, patient underwent open heart surgery. At the completion of the surgery, the leak had worsened. Iabp discontinued and not re-inserted. Patient remained in stable condition. No patient harm.